Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and booted up. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and there was no data available within the issue date. Manual drop test was performed and passed. The reported event of no vibration was not confirmed. A root cause could not be determined.